Event description:
It was reported that the insulin pump alarmed and the arrow buttons were not working. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display as a result of a corroded electronic assembly. Further testing was not performed due to the frozen display.